Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was oversedated. The hcp said that the patient might be admitted. It was noted that the patient had access to oral medication and she had a history of "taking too much oral med." Per the caller, the patient's basal rate was increased 3 weeks prior to the call in an effort to assist with the patient taking too much oral medication. The patient's symptoms were "hypoxemia," oversedation, malaise and dehydration. The hcp was requesting a device manufacturer representative be paged to "possibly decrease dose or stop pump." No further complications were reported.